Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) h3: analysis of the device, model # 97745, s/n (B)(6), revealed broken stim button bosses. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that they have been having problems with their controller (ptm) turning on since may. Pt stated the ptm will not react at all when they try to turn the device on to change their settings until they pull the battery out and rub on the connection pins and reinsert the battery. Pt stated that it will then turn on. Pt stated it has done this several dozen times, and they are concerned it's going to stop working one of these days. Pt added that they noticed there is a rattling sound like something is loose within the ptm. Pt stated they had dropped it a couple times, but it works fine otherwise. Pt stated they use the ptm in the morning to increase stimulation, at night to decrease it, and every 4-5 days to charge the implanted neurostimulator (ins). Pt added that they notified a manufacturer representative (rep) of this issue via text message and was redirected to patient services (ps). Ps had pt reset the ptm battery and inspect the equipment for damage, no visible damage but demonstrated rattling sound over the phone.